Event description:
It was reported that the device exhibited inappropriate telemetry measured data of 2.73 v, 10 ua, 3.5 kohms with a magnet rate of 97.2 ppm and an estimated remaining longevity of 2.25 to 2.75 years. A second reading was 2.51 v, 10 ua, 15.4 kohms. The second reading was confirmed to be accurate with <1 month remaining longevity. The device was replaced.